Manufacturer narrative:
Lumenis contacted the foreign distributor to obtain patient treatment settings, patient information, and patient photographs, which were provided. The foreign distributor confirmed the system was tested and found to meet manufacturer performance specifications. No report of subject device malfunction was received from the distributor. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the most probable cause of the reported events to be operator error: "clinician error based on not evaluating patients skin (non sun exposed area and sun exposed areas) and performing a test spot on patient prior to treatment." A review of device label states: "warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment." While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A foreign distributor reported that one (1) patient sustained second and third degree burns following hair removal treatment in the bikini area with a lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the distributor.